Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient (B)(6) in height. While in the hemodynamics department the intra-aortic balloon (iab) was inserted via the patients left femoral artery. The acat1 s/n (B)(4) was used to deliver intra-aortic balloon pump (iabp) therapy to the patient. According to the md "the balloon broke inside the aorta during the iabp therapy. When trying to remove the iab the md stated it was not coming out because of the thrombi formed inside the balloon." The patient was taken to the operating room (or) and the iab was removed surgically. There were complications reported as: a femoral tear and loss of perfusion to the left affected leg. Medical / surgical intervention required and stated as suture affected artery. Due to the patient condition a second iab was not inserted and the surgery that was "programmed (revascularization) was suspended." The patient outcome was reported as "stable". The md noticed blood in the helium line. The pump did alarm. The iab remained in the patient ~ 6 hours before the md tried to remove the iab. The md removed all the pieces of the iab.

Manufacturer narrative:
(B)(4). Teleflex did not receive the product for an evaluation. The reported complaint of blood in the helium pathway is confirmed based on the pictures provided with the complaint report. It also appears the distal tip has broken off from the iab. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. Other remarks: teleflex received the device for analysis and therefore the complaint was reopened and investigated. The reported complaint of blood in helium pathway is confirmed based on visual inspection of the device. The device was returned with the tip of the iab bladder/central lumen damaged and was unable to be functionally tested any further, therefore the cause of the complaint was unable to be determined due to the returned state of the device. The damage to the iab was consistent with removal difficulty. The reported complaint will be monitored for developing trends.

Event description:
It was reported that the event involved a patient of 170cm in height. While in the hemodynamics department the intra-aortic balloon (iab) was inserted via the patients left femoral artery. The acat1 s/n (B)(4) was used to deliver intra-aortic balloon pump (iabp) therapy to the patient. According to the md, "the balloon broke inside the aorta during the iabp therapy. When trying to remove the iab, the md stated it was not coming out because of the thrombi formed inside the balloon." The patient was taken to the operating room (or) and the iab was removed surgically. There were complications reported as: a femoral tear and loss of perfusion to the left affected leg. Medical / surgical intervention required and stated as suture affected artery. Due to the patient condition a second iab was not inserted and the surgery that was "programmed (revascularization) was suspended." The patient outcome was reported as "stable". The md noticed blood in the helium line. The pump did alarm. The iab remained in the patient ~ 6 hours before the md tried to remove the iab. The md removed all the pieces of the iab.

Manufacturer narrative:
(B)(4). Teleflex did not receive the product for an evaluation. The reported complaint of blood in the helium pathway is confirmed based on the pictures provided with the complaint report. It also appears the distal tip has broken off from the iab. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
It was reported that the event involved a patient of 170cm in height. While in the hemodynamics department the intra-aortic balloon (iab) was inserted via the patients left femoral artery. The acat1 s/n (B)(4) was used to deliver intra-aortic balloon pump (iabp) therapy to the patient. According to the md "the balloon broke inside the aorta during the iabp therapy. When trying to remove the iab the md stated it was not coming out because of the thrombi formed inside the balloon." The patient was taken to the operating room (or) and the iab was removed surgically. There were complications reported as: a femoral tear and loss of perfusion to the left affected leg. Medical / surgical intervention required and stated as suture affected artery. Due to the patient condition a second iab was not inserted and the surgery that was "programmed (revascularization) was suspended." The patient outcome was reported as "stable." The md noticed blood in the helium line. The pump did alarm. The iab remained in the patient approximately 6 hours before the md tried to remove the iab. The md removed all the pieces of the iab.